Manufacturer narrative:
Updated to reflect the event. ¿review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that patient was seen and no device issue. The device was not turning off she just had not clicked the sync button. It was noted that she just needed to click the sync button when she turns on the light bulb. She was not used to seeing the sync symbol and was confused by it. The patient was educated. The issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was that stimulation was unexpectedly off. The patient stated that since friday ((B)(6) 2020) they have been noticing issues with feeling stimulation but they always used to feel stimulation. The patient mentioned that they had a routine appointment about a week or two ago but did not know if the health care professional (hcp) had changed programming. The patient stated that they stop feeling stimulation once they remove the programmer from their skin and that they will then connect to their therapy settings using the sync button and the programmer would show that it was at 2.5v on program 3. The patient reported that they would then remove the programmer and put it away and they would stop feeling stimulation again. The patient stated that they repeated this process several times but every time they attempted to connect again the programmer was telling them to press the sync button which they have never had to do. Information was reviewed with the patient. It was noted that the patient had initially stated they had connection issues and then stated that they always saw the lighting bolt (stimulation on,) and then they stated that they had to turn the stimulation on themselves every time they have attempted to connect recently because the stimulation was off. Patient services commented that they believed that the patient thinks the device is turning off on its own because they never push the stimulation off buttons which is resulting in them not feeling stimulation. It was noted that while on the call the external equipment seemed to be working as intended after pressing the sync button (stimulation on at 2.5v on program 3). The caller mentioned that they had an health care professional (hcp) appointment on thursday ((B)(6) 2020) so the hcp could look into this further. It was noted that the circumstances that led to the reported issue were unknown. The patient was redirected to their hcp to further address this issue. No further complications were reported at this time.